Event description:
It was reported that the patient has expired after a implant duration of approximately 6.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation..

Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. The rupture had occurred after roughly 1 hour after it was filled. The device was filled with 95ml of ropivacaine hydrochloride hydrate and 2ml of buprenorphine hydrochloride. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.